Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. Upon evaluation, the flash memory failed to program. The cause of the inability to program the flash memory is failure at flash components u102 and u105 on the c/a board sn (B)(4). The flash memory had an intermittent bga connection, which was discovered through the use of flash memory test. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain ((B)(4)) was approved by FDA on (B)(4) 2013. Implementation began on (B)(4) 2013. Results will be monitored. No adverse event resulted from the defective charger/modem. The pt received a replacement battery charger/modem.

Event description:
A (B)(6) female pt contact zoll customer support for an unrelated issue. During servicing of the pt's charger/modem, a reportable problem was found. The flash memory failed to program. The pt was issued a replacement charger/modem.